Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports needing new aligners because every single one of the aligners has broken and the front teeth have become so sensitive to the point where the patient can't bear to drink anything cold or even talk. The teeth and gums bleed every day when brushing the teeth. The patient also indicated unspecified infection, inflammation, and jaw discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.